Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the pump shut down for no reason and did not give a warning or alert him; screen was blank. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.